Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Initial reporter phone: (B)(6). The initial reporter email and fax are not available. [Conclusion]: the healthcare professional reported that during the trans-arterial coil embolization procedure targeting a dural arteriovenous fistula (davf) at the middle meningeal artery, the 1mm x 4cm galaxy g3 mini coil (glm910040 / l14125) was the fifth coil picked to be used, however, it was reported that there was a strong resistance felt between the introducer sheath and the coil during delivery. The coil did not come out of the introducer sheath. It was replaced with another 1mm x 4cm galaxy g3 mini coil and the procedure was safely completed. There was no report of any patient complication or adverse event. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1mm x 4cm galaxy g3 mini coil was returned and received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was in good condition. The coil introducer was zipped and there was no damage noted on it. The resheathing tool was out of position but in good condition. The marker band was found at 39cm from the hub; this is within specification. Microscopic inspection was performed on the device. The v-notch was without damage. The resistance heating (rh) was inspected through the introducer and was in good condition. The embolic coil was observed to be kinked. A review of manufacturing documentation associated with this lot (l14125) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The condition of the returned device with the resheathing tool being out of position and the embolic coil in kinked condition inside the introducer precluded the device from undergoing functional analysis. The issue reported in the complaint that coil was impeded in the introducer could not be confirmed through functional test as the device could not be tested. The kinked condition of the embolic coil was likely due to forced applied on the device; this could have occurred during procedural device handling. The exact cause cannot be conclusively determined. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The coil kinked condition was not originally reported with the complaint. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the observed kinked embolic coil on the returned device could not be conclusively determined, however, it is possible that force was inadvertently applied when the physician encountered resistance between the introducer sheath and the coil during the attempt to deliver this coil in the procedure. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1mm x 4cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a kinked condition as observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the trans-arterial coil embolization procedure targeting a dural arteriovenous fistula (davf) at the middle meningeal artery, the 1mm x 4cm galaxy g3 mini coil (glm910040 / l14125) was the fifth coil picked to be used, however, it was reported that there was a strong resistance felt between the introducer sheath and the coil during delivery. The coil did not come out of the introducer sheath. It was replaced with another 1mm x 4cm galaxy g3 mini coil and the procedure was safely completed. There was no report of any patient complication or adverse event. The 1mm x 4cm galaxy g3 mini coil was returned for evaluation which revealed that the embolic coil was noted to be kinked. Based on the product analysis on 10/08/2019, this event has been deemed MDR reportable as a ¿malfunction.¿